Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date (during hospitalization), the patient began treatment with avelox (moxifloxacin hydrochloride and sodium chloride injection) (dose, frequency, and route not reported) for peritonitis. The patient recovered from the peritonitis and pd therapy was ongoing. No additional information is available.